Manufacturer narrative:
Intuitive surgical inc. (Isi) received the integrated electrosurgical unit (iesu) for failure analysis investigation. The unit was analyzed and the reported problem could not be confirmed in the system error logs. Upon visual inspection, no abnormalities were observed. During functional testing on the system, the unit displayed m-0b-20 error, which indicates that the neutral electrode cord contact needs to be checked when energized during the second bipolar test. The unit will be sent to the OEM for additional failure analysis. Although the customer reported issue was not directly traceable in the logs, the error observed during functional testing suggests the issue could be related to a defective cable or port. Correction: h8. Was updated to initial use of device.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted donor hepatectomy surgical procedure, the customer contacted intuitive surgical, inc. (Isi) technical service engineer (tse) and reported that the lower bipolar port was not working. The caller stated that they were unable to use the bipolar energy on both of their maryland bipolar instruments and received a message to check the cable. Despite acknowledging the use of two bipolar instruments, power cycling the erbe generator did not resolve the issue. They also tried a second bipolar instrument and a new instrument cable, but the lower bipolar port still failed to fire any energy. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the integrated electrosurgical unit (iesu). The system was verified and ready for use. Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the unit involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.